Manufacturer narrative:
B3: 2025 was the reported year of the event but the month and day were not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) calibration failed during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for analysis of complaint that the downstream occlusion (dso) calibration failed during testing. Log events were reviewed and there were no errors related to the complaint. There were no services previously reported. Visual and functional testing was performed. Excess loctite was found on the dso seal. The complaint was confirmed during the downstream occlusion test and during calibration. The dso seal was replaced. The device passed testing post repair.